Event description:
It was reported that there was low impedance and oversensing, noted to have been a long-standing issue. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5092-58 lead implanted: (B)(6) 1999. (B)(4).